Event description:
It was reported that an ilet device became unresponsive after exposure to a small amount of water while inside a plastic bag, resulting in a screen that would not power on and necessitating replacement of the device. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included continued therapy on backup treatment and continued cgm use, with instruction provided on shutdown, data sync, and startup requirements for the replacement device. Investigation included remote case review and logistics verification, including confirmation of shipping, return requirements, and data handling guidance and inspection of the returned device. Investigation of this device revealed a suspected moisture intrusion affecting the device¿s display and power functionality, consistent with a hardware malfunction of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was environmental liquid exposure leading to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.